Event description:
The surgeon had been using the device without incident. Upon another attempt to use the device, the jaws were jammed and would not open. Another instrument was obtained and the procedure continued without further issues. There was no harm noted to the patient.